Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia and migraine was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed bilateral occlusion of her fallopian tub. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, drug allergy, vomiting since (B)(6) 2015, hypermenorrhea since (B)(6) 2015, parakeratosis, adenomyosis since (B)(6) 2015 and ovarian cyst since (B)(6) 2015. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, back pain and migraine was resolving, the dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed bilateral occlusion of her fallopian tub on (B)(6) 2015, surgical pathology report: gross description: the specimen is labeled with cervix, uterus, bilateral tubes and ovaries and consists of a uterus in continuation with bilateral fallopian tubes and ovaries. The bilateral fallopian tubes measure 8.5 cm. In length and up to 0.5 cm. In diameter. The left ovary measures 2.7 x 1.5 x1.5 cm. The right ovary measures 2.9 x 2.7 x 2 cm. The bilateral fallopian tubes and ovaries demonstrate marked tubo-ovarian adhesions. Each fallopian tube demonstrates a metal coil within the proximal fallopian tube lumen. The bilateral fallopian tubes and the left ovary are serially sectioned to show unremarkable cut surfaces. The right ovary is sectioned to show a benign simple cyst, measuring 2.2 cm. In diameter. The uterus measures 8.7 x 6 x 3.3 cm. And weighs 95 grams. The cervical os measures 2 x 1.2 cm. The cervical mucosa and uterine serosa are grossly smooth. The uterus is bisected to show a triangular anterior and posterior endometrial lining, measuring 3 x 5 cm. The endometrium is smooth and hemorrhagic. The thickness of the endometrium measures less than 0.1 cm. And the thickness measures up to 1.5 cm. The endomyometrium is serially sectioned to show a tan firm intramural nodule resembling leiomyoma, measuring 0.5 cm. In greatest dimension. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, alopecia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, removal date updated, concomitant disease and medications, new events vaginal haemorrhage, headache and alopecia added. Outcome for the events vaginal haemorrhage, dyspareunia and dysmenorrhoea added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.